Event description:
Caller reported a malfunction on the pump, specifically a malfunction code labeled as malf 0, but this did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer received instructions from technical support on how to reset the pump, successfully performed the reset without the malfunction recurring, and was advised to continue using the pump while monitoring for any further issues. There was no adverse impact to the customer¿s blood glucose level.